Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient performance with the device has deteriorated and he is now intermittently responding to sound. Performance after activation was good. In situ measurements show 7 channels with high impedance. X-ray shows that the device and electrode array are properly placed. Parent's did not report any incident of accident or trauma.

Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. Also an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
Patient performance with the device has deteriorated and he is only intermittently responding to sound. Performance after activation was good. Parents did not report any incident of accident or trauma. The patient has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
Patient performance with the device has deteriorated and he is only intermittently responding to sound. Performance after activation was good. Parents did not report any incident of accident or trauma. The patient has been re-implanted.